Event description:
All attempts to the reporter for additional information have been unsuccessful to date.

Event description:
During manufacturer review of a patient¿s vns programming history, high lead impedance was noted on (B)(6) 2010. It is not known if the high impedance resolved. Attempts for additional information are in progress.

Manufacturer narrative:
Analysis of programming history. Review of the programming history documents that high lead impedance occurred on (B)(4) 2010, and it is not known if this resolved. Device failure is suspected, but did not cause or contribute to a death or serious injury.